Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be interrogated despite using several telemetry wands and programmers. A 'device out of range' messages was displayed on the programmer.